Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she changed the reservoir and the insulin doesn't exit. Customer's blood glucose was 7.4 mmol/l. Customer also believes the insulin pump isn't working. Customer was in the hospital for other reason, she requested they treated for her glycemia at the hospital. Customer was advised to call back when she leaves the hospital. Customer requested the device to be replaced and agreed to return the device for further analysis.